Event description:
"Free flow", during flight, the pump showed a freeflow while cassette was in place, no alarms noted, reviewed data with reporter, set was loaded per instructions, no external damage noted. No patient injury known.